Event description:
It was reported by a study investigator that the patient with a cardiac resynchronization therapy defibrillator (crt-d) died eight days after implant of the crt-d. There is no information available regarding the death and the information was obtained from insurance records.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.